Event description:
Hcp reported a catheter break, tear or hole and pt experienced return of symptoms. The device was explanted and returned to the MFR for analysis. A follow up report will be sent when additional info is rec'd.